Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence as a result of urethral atrophy. The aus cuff was replaced and the remainder of the components were connected to the new cuff in a more proximal location. There were no additional patient complications reported.